Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a burst site was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material at the working length. The balloon material was jagged and uneven at the tear site. No scratches were evident at the tear site. Kinks were visible along the distal shaft; 5.8cm and 6.6cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
It was reported that the physician intended to use a sprinter legend ptca balloon catheter to treat a moderately tortuous and calcified lesion located at the right coronary artery exhibiting 75% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from hoop/tray. The device was inspected with no issued identified. Negative prep was performed on the device prior to use with no issues. The lesion was not pre-dilated. Physician was with sufficient experience. Resistance was noted while advancing the device to the lesion. It was reported that the balloon burst during balloon inflation and the pressure applied prior to the balloon burst was 11 atm. The balloon burst when the device reached the target lesion and was positioned to deploy. The device was moved/repositioned in the lesion prior to the burst and a sudden drop in pressure occurred. No intervention was used to remove the device from the patient. The physician completed the procedure with another balloon. No patient injury was reported, the patient status is well.